Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the artificial urinary sphincter (aus) explant procedure was likely caused by a tear in the kink-resistant tube (krt) proximal to the cuff, which impacted device function. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff, pump, and pressure-regulating balloon (prb) were returned. The pump and prb were visually inspected, microscopically examined, and leak tested; both components passed all tests. The cuff was visually inspected, microscopically examined, and leak tested. Visual inspection of the cuff noted a krt tear with fluid loss, consistent with material wear and fatigue. The identified damage is likely to have affected the functionality of the aus. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. A non-conformance was identified with this aus.